Manufacturer narrative:
The complaint device was received and evaluated. Visually, it was observed that distal tip was separated from the rest of the shaft. It appeared that the break was clean at the point of weld, confirming the complaint. There is currently an open nc was to further investigation this issue. A root cause cannot be definitively determined at this time. A DHR has been and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During inserting the anchor into the humerus, the tip of the inserter has broken on the point of weld. It was very difficult to fish the part out of the joint. He lost at least 15 min. To bring it out and continued with a same like anchor again.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During inserting the anchor into the humerus, the tip of the inserter has broken on the point of weld. It was very difficult to fishing the part out of the joint. He lost at least 15 min. To bring it out and continued with a same like anchor again.